Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized due to an infection at the insertion site of a flexlink cannula. Hospitalization took place from (B)(6) 2017. Patient reports a lump at the site of application without secretion and then was diagnosed with cellulitis. Patient was treated with antibiotics and insulin administration during hospitalization; names and dosages are unknown. The lot number of the infusion set was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.